Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10/3.50 flextome cutting balloon was selected for use to treat the target lesion on a percutaneous coronary intervention. During the first inflation, the balloon ruptured at about 4atm. The procedure was completed with a different device. There were no patient complications reported.